Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2011, a mesh was implanted and on (B)(6) 2011, solyx was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 1/12/2016.(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that patient underwent lap, anterior colporrhaphy with wide excision of sutures and necrotic tissue, lysis of adhesions on (B)(6) 2011, due to stress incontinence, exposed sutures at vaginal cuff and necrotic tissue. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced extrusion, infection, recurrence and dyspareunia. It was reported that the patient underwent surgical procedures on (B)(6) 2011 and prolene was implanted. It was reported that patient underwent mesh revision/removal on (B)(6) 2011 by dr. (B)(6).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.